Event description:
The account alleged the bed exit alarm has no audible at the bed but will still send a nurse call to the nurses' station. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.